Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is due to the operator not performing rinseback due to clotting of the circuit, which is attributed to inadequate heparinization. The physician has increased the patient's heparin dose. There have been no similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator experienced difficulties ending a routine hemodialysis treatment and contacted nxstage for assistance. Technical support provided instructions and assisted the operator to end the treatment and rinseback the patient's blood. It was learned later, however, that rinseback was not completed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. The patient's heparin dose was increased. No other medical intervention was required.